Manufacturer narrative:
The reporter's meter and test strips were provided for investigation. The test strip vial contained two test strips. Replacement product was sent. The reporter's meter and strips were tested with retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient's wife/consumer.

Event description:
There was an allegation of questionable results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 10:00 a.m., the patient's meter result was 2.9 inr. Within four hours, the patient's laboratory result was 2.01 inr. It was reported no changes to the dosage were made based on the meter or laboratory result. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is weekly, but since (B)(6) 2022 it was daily.